Event description:
It was reported that a resistance was felt when tried to remove the needle over the guidewire. As a result, the needle and wire were removed together, and the wire was found to be bent near the needle bevel. Another attempt was made with a different kit with the same results. The patient had no harm or injury due to the incident. The associated emdr report numbers for the same patient are 9680794-2025-00218 and 9680794-2025-00217. Other associated emdr report numbers are 9680794-2025-00220 and 9680794-2025-00219.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a resistance was felt when tried to remove the needle over the guidewire. As a result, the needle and wire were removed together, and the wire was found to be bent near the needle bevel. Another attempt was made with a different kit with the same results. The patient had no harm or injury due to the incident. The associated emdr report numbers for the same patient are and 9680794-2025-00217. Other associated emdr report numbers are 9680794-2025-00220 and 9680794-2025-00219.